Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that insulin pump stopped delivering insulin all of sudden but the customer did not find any type of alarms like insulin flow block or insulin pump errors around that time in insulin pump alarm history. The customer¿s blood glucose was 350 mg/dl at 8.30 am. The insulin pump made a noise, like a skip, it hit and it primed. The insulin pump alarmed insert battery at 8:36 am, inserted the new battery immediately. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was on auto mode at the time of incident. Based on customer report customer does not allege pump was under delivering. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.